Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital to seek treatment for blood glucose (bg) values that dropped to 22 mg/dl. For treatment, the patient was given 5 different intravenous (IV) of unspecified types and diagnostic test were run. The patient was reported to be speaking incoherently and confused, when the paramedics arrived to transport the patient. The patient was told that they had meningitis at the time. No further details to report.